Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Date of death/event was not reported. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the patient died coincident with peritoneal dialysis (pd) therapy. The cause of the patient death was not reported. It was not reported if pd therapy was ongoing at the time of death or if the patient was performing pd therapy at the time of death. It was not reported if an autopsy was performed. Additional information was requested but was not available.